Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she does not like the lens. Additional information was provided by the patient that since the implant procedure, she sees glare and halos making driving at night difficult. The size of the glare from the lights make driving dangerous. It feels like someone is shining a flashlight in her eyes. There are two medical device reports associated with this patient. This report is for the right eye.

Event description:
Additional information was provided that the iol was exchanged for a different model iol with a .5d difference in power, in a secondary procedure.

Manufacturer narrative:
Corrected and additional information provided in patient identifier, initial reporter name and address. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided that the patient's symptoms have resolved.